Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage in tubing line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim: unfortunately we did have a leak yesterday with our tubing lines. It was our regular primary line with chemo running through. This did cause a small chemo spill in the chemo suite as there was leakage noted on the floor at the end of the infusion. There could have been hc provider exposure but she was wearing ppe, so no harm to the hcp or patient. However there is always potential for infection as this is no longer a closed system and this was not noticed until the end of the infusion. Also, due to the leakage the patient did not receive the full dose and it is difficult to appreciate how much of the dose was on the floor.